Event description:
Reporter called to report that her blood-glucose sensors are not working. When attempting to insert into arm, the needles bend causing the device to become inoperable (no display, readings or connection). This has happened three times in the past 24-hours and she has run out of monitors/sensors. She is only allowed two sensors per month and has resorted to finger-sticks to monitor her blood glucose as well as any symptomatic conditions she experiences. She primarily depends on these monitors during the night when she is sleeping where, they provide an alarm if her blood glucose is exceptionally high or low.